Manufacturer narrative:
Qa has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Approx one to two weeks after treatment above the lip and at the marionette lines with cosmoplast, the patient presented with bumps under the skin of the upper lip and below the right lower lip. The physician injected intralesional kenalog which did not improve the symptoms.